Event description:
Procedure type: urological. According to the rptr: the pt underwent an anterior repair and a posterior repair for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. Additional info has been requested from the doctor, but not yet received.

Manufacturer narrative:
MDR reference #: 9615742-2008-00019 (avaulta anterior biosynthetic support system). Bard MDR reference #: 1018233-2009-00088. Note: this report is associated with bard report for avaulta posterior system, bard product. The original procedure was performed medical center.